Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and down arrow keypad buttons had a delayed response and required multiple button presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/13/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad symbols were found to be worn off; however, the keypad was fully intact. During testing, the up arrow, down arrow and contrast buttons were intermittently unresponsive and required multiple button presses to elicit a response; the contrast button requires increased force to engage. The ok button responded appropriately. There was evidence of contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.